Event description:
It was reported that the tip broke off and remained inside patient. The 70% stenosed target lesion was located in the moderately calcified proximal and mid right coronary artery. A 330cm rotawire was selected for use. There was no wire damage noted upon preparation and insertion. A balloon was inserted into the distal branch and ablation was performed on the proximal and mid lesion without complication. However, upon removal, it was noted that the radiopaque portion of the wire tip at 7-8mm broke off into two pieces and remained inside patient. There was no attempt in retrieving the broken wire at was too distal. Two stents were then deployed, and the procedure was completed. No further complications were reported and the patient was asymptomatic.

Event description:
It was reported that the tip broke off and remained inside patient. The 70% stenosed target lesion was located in the moderately calcified proximal and mid right coronary artery. A 330cm rotawire was selected for use. There was no wire damage noted upon preparation and insertion. A balloon was inserted into the distal branch and ablation was performed on the proximal and mid lesion without complication. However, upon removal, it was noted that the radiopaque portion of the wire tip at 7-8mm broke off into two pieces and remained inside patient. There was no attempt in retrieving the broken wire at was too distal. Two stents were then deployed, and the procedure was completed. No further complications were reported and the patient was asymptomatic.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned guidewire showed many kinked sections along its body. The spring tip was stretched and a section of the distal end was detached and was not returned. The distal end of the core wire was detached and was not returned. No more visual damages were encountered in the device. Dimensional inspection of the outer diameter (od) of middle section and proximal section of the device were performed and were within specification. However, dimensional inspection of the overall length and od of the distal tip of the device could not be measured due to the device condition.